Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. . A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information was requested on january 19, 2017. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul alpha insert, kk/28 on the left side on (B)(6) 2000. Pain appears on the left hip without any trigger factor. On (B)(6) 2016 it was found that the implant was broken. The patient was revised on (B)(6) 2016 due to the breakage of the implant and pain. Breakage of the ceramic insert after 16 years.

Manufacturer narrative:
Updates: date of event, describe event or problem, date received by MFR, type of reports, additional MFR narrative. Additional: model #/lot #, device available for evaluation?, if follow-up, what type?, device manufacture date. The manufacturer did not receive x-rays for review. The device and surgical reports were received for review. Investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cerasul alpha insert, kk/28 on the left side on (B)(6) 2000. Pain appears on the left hip without any trigger factor. It has now been reported that on (B)(6) 2016 ceramic liner was found broken. The patient was revised on (B)(6) 2016 due to the breakage of the implant and pain. During revision surgery, surgeon found metallosis and ceramic wear. Additional information was requested on january 19, 2017.

Manufacturer narrative:
Investigation results were made available: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a (B)(6) male patient underwent tha with cerasul inlay on (B)(6) 2000 and underwent a revision surgery on (B)(6) 2016 due to ceramic liner breakage and pain. Review of received data: two x-rays were returned for review. The ap view pelvis x-ray dated (B)(6) 2009 shows a bilateral tha existence. The components of the left tha seems to be well positioned with a 48° inclination angle of the cup. No evidence of loosening or malposition. The other received x-ray does not have a date indicated. However, the left tha is composed of a new cup which is bigger than the one in other x-ray, therefore it is assumed this x-ray is taken after the revision surgery on (B)(6) 2016. The acetabular components look well fixed. The stem is kept same. No evidence of loosening. The medical history of the patient was received. The primary implantation surgery report dated (B)(6) 2000 indicates that zimmer biomet products were implanted with success. Granulomas were observed at the greater trochanter. According to the revision surgery report dated (B)(6) 2016 it is stated that the surgeon noticed presence of metallosis with ceramic residues from the broken ceramic liner. Neck of the stem seemed to be worn, however the stem was left inside. Granulomas at the greater trochanter were observed. Easiness in removing the metallic shell without losing much bone. Cerasul head, allofit alloclassic shell and cerasul alpha insert (with the broken ceramic liner and pe part) were removed. No other complications noticed. Devices analysis: visual examination: the cerasul head, the allofit alloclassic shell and cerasul alpha insert (without the broken ceramic liner) were returned for the investigation of the case. It was reported that the ceramic part of the inlay was already discarded by the hospital. The outer surface of metallic shell is mostly covered with in-grown bone. The front surface of the shell has multiple deformations. The rim of the shell is significantly deformed in two locations. These deformations are most probably due to the extraction forces applied by instruments during the revision surgery, as there are multiple scratches on the inner surface of the shell. The inner surface of the pe part from the sandwich insert is significantly damaged. Abrasion on the inner sphere indicates the contact with the metallic stem and broken fragments of the insert over a long time prior to revision surgery. In addition, some small ceramic splinters embedded on the inner sphere are noticed. A small part of the rim is seen to be cut off, of which the reason is unknown. The backside of pe liner has a blackish appearance due to the metallic smearing of the metallic shell. The imprints of the metallic spikes next to the pole pin indicate a correct fixation of the insert in the shell. The ceramic head is not broken. There are slight metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are assigned to secondary effects, i.e. Rubbing between ceramic and metal parts after the fracture event of the ceramic liner and during the extraction of the ceramic head. On the articulating surface of the ceramic head dull areas with increased wear can be found. These wear zones potentially have been caused by ceramic fragments which got into the bearing and were grinded further. Some white fine lines and dots as result of wear are also observed. In the case of a symmetrical taper fit situation between the ceramic ball head and the metallic stem taper, thin concentric lines (primary metal transfer) over the whole circumference of the top taper zone are expected. These primary metal transfer patterns can be found with varying intensity on the conical bore surface, which might indicate a misalignment of head on the stem during the primary surgery. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The design of the cerasul alpha inserts manufactured after october 2006 have been updated with the improvement of the surface roughness of ceramic inlay in order to increase the stability of the ceramic inlay in pe. Root cause analysis: root cause determination using dfmea: - oxidation of the pe, delamination, brittle, aging of the insert due to irradiation of the insert (gamma sterilisation) - not possible: certified irradiation process of the insert. - fracture/ damage/ loosening of the insert due to wrong behaviour of the patient - possible: it is not known if patient disregards the device limits, therefore cannot be excluded. - fracture/ damage of the ceramic inlay due to impingement with stem - possible: the broken ceramic liner is not returned for the investigation, which might have confirmed the impingement. Therefore cannot be excluded. - increased wear, loosening or fracture of components due to patient with high body weight - not possible: patient (B)(6), which is in the normal range. Conclusion summary: besides the possible causes outlined in the root cause analysis, it is also possible that a misaligned ceramic head on the metallic stem might have led to structural unbalance of the tha in terms of stresses applied. Therefore, a higher stress on a specific location in the inner sphere of the ceramic liner might have been existent resulting a final fracture. However, since the ceramic liner was not returned, it is not possible to further comment on this possible cause. Due to missing fragments and secondary damages, it cannot be drawn any conclusion regarding the root cause for the fracture of the insert. However, as the insert in this complaint was manufactured before the release of new revision on october 2006, lesser stability of the ceramic inlay in pe is most likely reason for the reported failure of the sandwich component. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).